Manufacturer narrative:
Product event summary: analysis found that the unit failed the incoming pulse noise atrial test, indicating that the main printed circuit board (pcb) was electrically out of specification. It was also found that one case screw was contaminated and the lower case boss was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which was returned for calibration subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. The main board was assembled into a golden unit. The unit was run on the automated test console and it failed the atrial pulse noise test. A bench test measured the pulse noise at 49.18 mv. No logs were provided. Conclusion: could not confirm the test failure seen during service and repair. No defect found. If information is provided in the future, a supplemental report will be issued.